Event description:
It was reported that during a procedure, the stenoscop system caused delay in obtaining images and had errors following initialization. Upon an attempt to reinitialize, the system went blank. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the system hard drive was defective and was replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.